Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The event occured during the posterior stage of an ap. Levels instrumented were l4-5, 5-1. Synfix cages were placed anterior with screws in l4 and s1. After insertion of the screws posteriorly, the surgeon placed the rod (mis) on the left side of the construct. Surgeon then placed the rod on the right side of the construct and secured set screws, reduced, compressed and final tightened all levels. Upon taking a final picture, it was shown that the l5 screw on the right hand side had broken right below the tulip head and was still secured to the rod. The surgeon decided not to revise and closed the patient. Patient consequence? Unknown. Action taken for procedure:n one. Will follow up. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.